Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using the MRI power port isp. After 4 years 2 months 19 days when the catheter was removed after hemotherapy was completed it was found to be damaged. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial compound break was noted on the attached catheter. The edges of the partial compound break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth on both regions. Splits were noted on the border of both regions. Therefore, the investigation is unconfirmed for the reported material integrity as more specific deformation, fracture and naturally worn issues were identified during investigation. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h3, h4, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, a patient underwent a port placement procedure using the MRI power port isp. After 4 years 2 months 19 days when the catheter was removed after hemotherapy was completed it was found to be damaged. There was no reported patient injury.